Manufacturer narrative:
B3:event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with implantable pump for non-malignant pain. It was reported that their pump was non-stop alarming. The patient stated that the pump was placed in 2006, and they had the pump turned off years ago, probably in 2008. It was periodically beeping which kind of subsided, but now it was going crazy. The patient said the pump was beeping again in the last 12 hours, and it sounded like an arcade game. The patient stated there was no medication in the pump currently. The patient was redirected to their healthcare provider (hcp) to further address the issue.